Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6013304, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6013304 was manufactured according to the work instruction (wi) version 101 and packaging in the machine multivac 14 on 25-may-2025, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 5e02193 was manufactured according to the wi version 68 and manufactured in the machine sc05-sc06 on 18-may-2025, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 5e03907 was manufactured according to the wi version 18 and manufactured in the machine lc02 on 24-may-2025, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 5e02195 was manufactured according to the wi version 17 and manufactured in the machine lc02 on 21-may-2025, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 5e01957 was manufactured according to the wi version 68 and manufactured in the machine sc05-sc06 on 22-may-2025, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 5d02202 was manufactured according to the wi version 18 and manufactured in the machine lc02 on 28-apr-2025, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 5e00668 was manufactured according to the wi version 68 and manufactured in the machine sc05-sc06 on 19-may-2025, with a total of (B)(4) units. Review of the DHR showed that an extended inspection was created due to delaminated tape, extended inspection was found within specification. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Extended inspection is not related with the claimed malfunction. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in canada it was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. The patient replaced infusion sets and resumed insulin successfully. No further information available.